Event description:
It was reported that an ilet user experienced loss of dexcom g7 sensor readings on the ilet and restored cgm data by initiating and completing a re-pairing of the sensor within the ilet, consistent with a cgm communication interruption between the sensor and the ilet. Symptoms included no reported adverse clinical effects. Outcomes included no impact on clinical status and no need for medical care. Investigation included technical support troubleshooting and user education. Investigation of this case revealed that sensor-to-pump communication was re-established after re-pairing, consistent with signal loss to the ilet only. It was concluded that the event was attributable to intermittent cgm communication loss, resolved through re-pairing, with the device functioning as designed after reconnection.